Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate therapy due to oversensing. No information of a resolution was provided. No further information is available.